Manufacturer narrative:
The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: error code e216; image appeared pinkish and bluish; liquid seepage; the coupler rattled. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the rattling malfunction: error code e216; image appeared pinkish and bluish; liquid seepage; a root cause could not be identified. Based on the results of the investigation, it is likely the following led to the image malfunction: due to error code e216; image appeared pinkish and bluish; liquid seepage. The most probable cause was traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the autoclavable camera head had a noisy image during inspection for use. There were no reports of patient harm.